Manufacturer narrative:
According to the facility on 06/05/2024 the "clinician described an inability to inflate the balloon after insertion". Per the facility the "clinician removed foley and inserted a new catheter". Per the facility the foley balloon was inflated with sterile water from inside the kit, however, the volume was unknown. Per the facility the patient is "okay". The sample was returned for evaluation, and a definitive root cause cannot be determined at this time. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 06/05/2024 the "clinician described an inability to inflate the balloon after insertion".